Manufacturer narrative:
The devices will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Date of event: date estimated. The UDI number is not known as the part and lot number were not provided. The additional patient effects and malfunctions associated to the mitraclip device are reported under separate medwatch report numbers. Attachment: article titled, "impact of tricuspid regurgitation on outcomes of mitral valve surgery after transcatheter edge-to-edge repair."

Event description:
This is filed to report atrial septal defect requiring closure. This research article was a retrospective study designed to determine the impact of tricuspid regurgitation (tr) severity and right ventricular (rv) dysfunction on mitral valve (mv) surgery after transcatheter edge-to-edge repair (teer). The study included patients who underwent mv surgery from (B)(6) 2009 to (B)(6) 2020 after teer was performed using a mitraclip device. Complications identified in the study included: atrial septal defect (asd) closure, single leaflet device attachment (slda), migration, positioning failure, expulsion, device embolization, mitral stenosis, leaflet injury, endocarditis, recurrent mitral regurgitation (mr), hospitalization and surgical intervention. In conclusion, moderate or greater pre-teer tricuspid regurgitation was associated with worse outcomes, and pre-teer tricuspid regurgitation worsened significantly at mitral valve surgery. Details are listed in the attached article titled, " impact of tricuspid regurgitation on outcomes of mitral valve surgery after transcatheter edge-to-edge repair". No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. The lot history record review could not be performed as this complaint is based on an article, and no device/lot information was provided. Based on available information, a cause for the reported asd/atrial perforation could not be determined. Additionally, atrial perforation is listed in the IFU as a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling. Literature title: impact of tricuspid regurgitation on outcomes of mitral valve surgery after transcatheter edge-to-edge repair.